Manufacturer narrative:
The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed for tissue damage. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) and mitral regurgitation (mr) with a grade of unk. Two clips were implanted in the mitral valve and 3 clips were implanted in the tricuspid valve. Post procedure mr and tr was 3-4. On a unknown date in september, the patient returned to the hospital with heart failure decompensation symptoms. After a echocardiogram, tissue damage was confirmed, increasing tr. In the physician's opinion, one of the clips implanted in the tricuspid valve caused the tissue damage. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Lot history record review could not be performed as the lot number is unknown. The reported off label use was associated with the use of the mitraclip device on the tricuspid valve, which is considered an off-label use of the device(user error). It should be noted that the intended use section of the mitraclip system, instruction for use, states: ¿the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation¿. The reported patient effects heart failure, tricuspid regurgitation (tr) and tissue damage as listed in the mitraclip system instructions for use, are known possible complication s associated with mitraclip procedures.the reported patient effects of tr resulting in heart failure is a cascading of is a tissue damage. Based on the information reviewed, a definitive cause for the reported patient effect of tissue damage could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Initial reporter name and address: - physician first and last name.